Manufacturer narrative:
Films were provided which confirmed the complaint. The warnings in the package insert state this type of event can occur. The screw will not be returned to the manufacturer for evaluation as it remains implanted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that films revealed a broken vitality illiac bolt that was implanted on may 23, 2016. On (B)(6) 2016 the patient was seen in clinic and follow-up films were taken and revealed no concern or issue. On (B)(6) 2016 the patient returned back into clinic for a 12 week follow-up and a 3 film was taken and revealed a broken illiac bolt. The patient is asymptomatic, so there is no revision currently planned.